Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 559453 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that an alert was triggered due to oversensing noise, high impedance on the superior vena cava (svc) and defibrillation coils of the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.